Event description:
It has been reported to philips that the azurion system does not start. No harm was reported. The device was outside of clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had an internal communication failure. Upon functional testing, fse found that the equipment is not energized since the ups is turned off. Fse identified the open general switch of the equipment, and the brake is re-established. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.